Event description:
Surgical bed malfunction. Patient was supine and in skull pins. The bed suddenly went into reflex without anyone touching it.====================== health professional's impression======================potential for patient harm during surgery. No harm was done, and the bed was sequestered.